Event description:
The facility reported a colleague infusion pump with a depleted battery, which was identified during bio-med testing. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a depleted battery was confirmed during product evaluation as a depleted battery alarm. This condition was caused by depleted and faulty main batteries. The main batteries and battery harness were replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).